Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('devices were not completely broken through the serose of fallopian tube/ essure devices protruding through fallopian tubes') and device dislocation ('migration of essure device location of device: moved from original placement/ migration of essure device location of device: protruding through bilateral fallopian tubes.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concomitant products included sertraline, sertraline hydrochloride (zoloft) and vortioxetine hydrobromide (trintellix). On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), libido decreased ("low sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), loose tooth ("loosing teeth"), abscess ("abscesses") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (mini laparotomy with lysis of adhesions and removal of essure). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, device dislocation, libido decreased, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, dyspareunia, loose tooth, abscess, weight increased, weight decreased, uterine leiomyoma and abdominal pain lower outcome was unknown, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia and tooth disorder was resolving. The reporter considered abdominal pain lower, abscess, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, libido decreased, loose tooth, menorrhagia, migraine, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received- outcome of menorrhagia updated to recovering / resolving. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('devices were not completely broken through the serose of fallopian tube/ essure devices protruding through fallopian tubes') and device dislocation ('migration of essure device location of device: moved from original placement') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concomitant products included sertraline, sertraline hydrochloride (zoloft) and vortioxetine hydrobromide (trintellix). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), libido decreased ("low sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), loose tooth ("loosing teeth"), abscess ("abscesses") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (mini laparotomy with lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, libido decreased, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, dyspareunia, loose tooth, abscess, weight increased, weight decreased, uterine leiomyoma and abdominal pain lower outcome was unknown, the pelvic pain had resolved and the vaginal haemorrhage and tooth disorder was resolving. The reporter considered abdominal pain lower, abscess, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, libido decreased, loose tooth, menorrhagia, migraine, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('devices were not completely broken through the serosa of fallopian tube/ essure devices protruding through fallopian tubes') and device dislocation ('migration of essure device location of device: moved from original placement') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concomitant products included sertraline, sertraline hydrochloride (zoloft) and vortioxetine hydrobromide (trintellix). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), libido decreased ("low sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), loose tooth ("loosing teeth"), abscess ("abscesses") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (mini laparotomy with lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, libido decreased, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, dyspareunia, loose tooth, abscess, weight increased, weight decreased, uterine leiomyoma and abdominal pain lower outcome was unknown, the pelvic pain had resolved and the vaginal haemorrhage and tooth disorder was resolving. The reporter considered abdominal pain lower, abscess, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, libido decreased, loose tooth, menorrhagia, migraine, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-may-2019: plaintiff fact sheet- events low sex drive, abnormal bleeding (vaginal, menorrhagia), apareunia, depression, migraines / headaches, migration of essure device location of device: moved from original placement, dental problems, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, weight gain / loss,loosing teeth, abscesses were added. Event injury was deleted and case became valid. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.